Event description:
The ge oec 9800 fluoroscopy system had increasing frequency of no boot or communication errors.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective cpu that would require a cpu upgrade. The customer declined service due to expense. Customer was seeking third party service to repair. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.